Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The maryland bipolar forceps instrument was transferred as part of an image review to check for any conductor wire damage. No damage was found to the conductor wires.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the maryland bipolar forceps instrument associated with this complaint and completed investigations. Visual inspection-external, visual inspection-internal, manual articulation of inputs, energy delivery, an electrical continuity tests/ inspections were performed, and the complaint could not be reproduced. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in a direction. The grip tips opened and closed properly. The instrument was fully functional. A review of the provided image was performed, and the following additional information was received: there appears to be some insulation damage on the conductor wire but because of picture quality it was hard to assess if the bare metal wire is exposed.

Event description:
It was reported that during central processing, the maryland bipolar forceps had the insulation cautery wire compromised. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was confirmed the conductor wire was exposed but was unsure if the wire was intact or broken in half. There were no signs of loss of cautery nor arcing, sparking or thermal damage as a result of the damaged conductor wire. Also, there was no material detaching/breaking off from the portion of the device that enters the patient's body.